Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. No patient injury occurred. Examination of the returned device also found the underlying webbing is protruding through damaged insulation close to the jaws. The webbing is not sharp.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received and evaluation of the sample confirmed the reported issue. Visual inspection identified a piece of webbing was protruding from the clevis area. Because of the damage, the device did not pass hipot testing. Further examination found the knife was out of alignment with the jaws and would not function when the trigger was activated. Instead of advancing, the knife would contact the back of the seal plate. This issue can occur when excessive tension is placed on the jaws, forcing them out of alignment. If the trigger is forced when the jaws and knife are out of alignment, it can cause one of the webs to break and protrude from the device. The investigation found the cause of the reported issue to be user error. The instructions-for-use included with this product lists cautions to prevent this issue, stating "do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism." Review of the device history records for this lot found no potentially contributing factors to the reported issue.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/25/2016. Date of follow-up report: 11/18/2016. Date of second follow-up: 12/05/2016. The investigation for this issue has been updated. The results previously provided have been revised below. One used lf5544 ligasure device was received, and evaluation of the sample could not confirm the issue with opening. The device would open and close normally when the handle was used. However, an alternate and noncontributing issue was identified where one of the knife webs had broken and was protruding from the clevis insulation. Because of the damage, the device did not pass hipot testing. Further examination found the knife was out of alignment with the jaws and would not function when the trigger was activated. Instead of advancing, the knife would contact the back of the seal plate. This issue can occur when excessive tension is placed on the jaws, forcing them out of alignment. If the trigger is forced when the jaws and knife are out of alignment, it can cause one of the webs to break and protrude from the device. The investigation found the cause of the reported issue to be user error. The instructions-for-use included with this product lists cautions to prevent this issue, stating "do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism". Review of the device history records for this lot found no potentially contributing factors to the reported issue.